Manufacturer narrative:
Concomitant medical products: 310c27 tissue valve, implanted: (B)(6) 2009, 407652 lead, implanted: (B)(6) 2009, 407645 lead, implanted: (B)(6) 2009. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) was removed and the leads were abandoned due to an infection. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.